Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During unpacking, it was found that the inner pouch had a cut from top to bottom. The procedure was completed with another of the same device and there were no patient complications reported. Note: this report pertains to one of two tria ureteral stents used in the same procedure. Report # 2124215-2025-38648 and report# 2124215-2025-38649.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a020503 captures the reportable event of packaging seal compromised.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a020503 captures the reportable event of packaging seal compromised. Block h6 device code has been corrected. The device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. However, based on the media provided in the attachment section, the photo showed a tria ureteral stent in its inner bag and as per bag it states: "slit top web only", which means that this opening in the inner bag is normal, indicating there is no sealing problem with the device. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During unpacking, it was found that the inner pouch had a cut from top to bottom. The procedure was completed with another of the same device and there were no patient complications reported. Note: this report pertains to one of two tria ureteral stents used in the same procedure. Report # 2124215-2025-38648 and report# 2124215-2025-38649.